Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had sticky residue between lines 40 and 60 on the distal end of the endoscope. There were no reports of patient harm.